Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported transmitter failed error occurred on 8/2/2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed passed. Voltage test was performed and passed. Pairing and download test with nordic bluetooth device was performed and passed. A review of the bin file was performed and transmitter failed error was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.